Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image guide bundle had significant breakages. The most probable cause is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During installation of the bronchofibervideoscope, the image was reported to be extremely difficult to visualize due to bundle breakages. No patient involvement was associated with this event.

Event description:
During installation of the bronchofibervideoscope, the image was reported to be extremely difficult to visualize due to bundle breakages. No patient involvement was associated with this event.